Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient was found with an infection and hematoma at the site of the pacemaker (pm) pocket. The pm was explanted. The patient was stable throughout procedure.